Event description:
It was reported via repair work order that the oxygen bottle holder was missing a strap and could not hold the oxygen bottle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.